Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that the ¿side rail was broken while decreasing the width of the bed¿ to move it from one unit to another. The arjo service technician inspected the bed and found that parts of the side rail panel assembly were damaged. The upper arm was broken in two pieces, the lower arm was detached and the pivot pin was damaged. It resulted inside rail partial detachment. The bed was repaired. The bed was in use by the patient at the time of event. No injury was claimed.

Manufacturer narrative:
Based on the device evaluation results, the side rails damage was caused by the collision of the side rail panels with the width extension frames. According to citadel plus instructions for use (IFU, 831.374 rev. E): ¿make sure all eight width extensions are extended. Using the bed without all extensions in the same position may cause damage to the bed as well as create an unsafe condition. " IFU also include information: the safety sides shall be checked every day by a caregiver. If the malfunction is identified, arjo or an approved service agent should be contacted. Sum up, it has been determined that the side rails became damaged due to collision with the width extensions. The bed frame was damaged, therefore the arjo device did not meet specification. The bed was in use by the patient at that time. No injury was claimed. The complaint was assessed as reportable due to the partial detachment of the side rail.